Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the ez45b instrument would not open after the fourth reload was used. Another instrument was used to complete the case. There was no consequence to the pt. The reload will not be returned.